Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an alert triggered for high impedance. An increase in threshold was also noted. The lead is being monitored and is still in use. No patient complications have been reported as a result of this event.